Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed no physical or electrical defects with the hard drive. He installed the hard drive into a lab use only (luo) central control monitor (ccm) and found the ccm to not boot successfully and stop at the 'press f1-f4 to select drive or select partition' message. The hard drive was not being detected causing the sequence to stop. The hard drive did not operate as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The fsr replaced the solid-state drive (ssd) which resolved the issue. Release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) was frozen and displayed a 'press f1-f4' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.